Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. A boston scientific sales representative was instructed by the patient¿s cardiologist to increase the atrial sensitivity and reprogram the zones. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced atrial tachycardia (at) and supra ventricular tachycardia (svt). The arrhythmia's were undersensed which changed the morphology and the patient received six shocks in the ventricular tachycardia (vt) zone. Therapy was exhausted in this zone; however, two additional shocks were available in the ventricular fibrillation (vf) zone. No adverse patient effects were reported.